Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to fluid ingress as the image was restored after aeration. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that scope exhibited an image issue associated with b30 error. There was no patient involvement.